Manufacturer narrative:
Pump powered up properly and no blank display noted. Pump received with normal operating currents. No damage found on the lcd isolation tape noted. No display anomaly noted. Pump monitored for several days and no low battery alert alarms occurred during testing. Pump passed the unexpected restart error test. No unexpected restart alarm noted. Pump received with stripped battery cap coin slot cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that insulin pump was asking for time and date set up and also received a low battery alert. Customer reported that reservoir icon was showing reservoir was empty when it was battery icon was showing "full". Customer removed reservoir and then received blank screen display. Customer's blood glucose was unknown. Customer reported that battery cap could not be removed and did not have a screwdriver. Insulin pump would be replaced per customer's request.